Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause and treatment were not reported. It was reported the patient presented to the emergency room; however, the patient was unable to be seen due to "too many patients" in the hospital. It was recommended the patient was to go to the emergency room again; however, no further details were provided. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information could be provided because the reporter declined follow up.